Manufacturer narrative:
Concomitant medical products: 4194 lead, implanted (B)(6) 2007; 5076 lead, implanted (B)(6) 2007. 4194 lead, implanted (B)(6) 2007; 5076 lead, implanted (B)(6) 2007. The partial lead in segments was returned and analyzed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. The analyst noted that there were five sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin was too proximal and four sets were in the correct position. It cannot be determined when but, at some time, the lead was not fully inserted into the device. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminishing r-waves. The lead was explanted and replaced. It was also reported that the patient was experiencing diaphragmatic and phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was also explanted and replaced. No further patient complications have been reported as a result of this event.